Event description:
Aim pump tubing fell apart at air-in-line (blue foil) section while hooking up. It was never actually used on the pt. Caused great inconvenience to pt family - no other tubing in home-delayed getting medication and family member had to drive 30 miles to obtain more tubing.